Manufacturer narrative:
This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lambers, a. Et al, implant fracture analysis of the tfna proximal femoral nail, the journal of bone & joint surgery, pages 1-12 (australia). The purpose of this study is to evaluate the rate of breakage in comparison with those of previous generations of nailing system. Between 2016 and 2018, a total of 16 patients (5 male and 11 female) with a mean age of 79.4±9.3 years (range, 59-94 years) had implant breakage of the tfn-advanced proximal femoral nailing system (tfna) were included in the study. Of these patients, 8 patients were revised using tfna implant (synthes), 2 patients were revised using afn (antegrade femoral nail; depuy synthes), 1 patient was revised using pfna (proximal femoral nail antirotation; depuy synthes). Follow-ups were unknown. The following complications were reported as follows under study group: a (B)(6) year-old female was diagnosed with hip fracture had non-union due to an atraumatic mechanical implant breakage. A (B)(6) year-old female was diagnosed with hip fracture had delayed union due to an atraumatic mechanical implant breakage. This patient returned and underwent revision. This patient returning as case 9. (B)(6) year-old male was diagnosed with hip fracture had non-union due to an atraumatic mechanical implant breakage. A (B)(6) year-old female was diagnosed with hip fracture had delayed union due to an atraumatic mechanical implant breakage. This patient returned and underwent revision. This patient is returning as case 10. A (B)(6) year-old female was diagnosed with hip fracture had non-union due to mechanical fall implant breakage. An (B)(6) year-old female was diagnosed with hip fracture had delayed union due to atraumatic mechanical implant breakage. A (B)(6) year-old female was diagnosed with hip fracture had delayed union due to atraumatic mechanical implant breakage. A (B)(6) year-old male was diagnosed with broken pfna had delayed union due to atraumatic mechanical implant breakage. A (B)(6) year-old female was diagnosed with broken tfna had delayed union due to atraumatic mechanical implant breakage. This patient was a previous patient referred as case 2. A (B)(6) year-old male was diagnosed with hip fracture had delayed non-union due to atraumatic mechanical implant breakage. This patient returned and underwent revision. This patient is returning as case 14. (B)(6) year-old female was diagnosed with hip fracture had delayed union due to atraumatic mechanical implant breakage. A (B)(6) year-old female was diagnosed with hip fracture had delayed union due to atraumatic mechanical implant breakage. A (B)(6) year-old female was diagnosed with hip fracture had delayed union due to atraumatic mechanical implant breakage. A (B)(6) year-old male was diagnosed with broken pfna had non-union due to atraumatic mechanical implant breakage. This report is for an unknown femoral nail. It captures the reported (B)(6) year-old male who had non-union due to an atraumatic mechanical implant breakage. This is report 3 of 7 for (B)(4). (B)(4) will capture 7 devices and (B)(4) will capture additional 7 devices.